Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that a popping sound was heard from this programmer and displayed black screen then elicited a smokey odor. There were no patient involvement reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the programmer was confirmed. Moreover, it was noted that some parts of this programmer showed signs of wearing. However, there were no signs of drops or abuse damage found. Furthermore, the programmer was dis-assembled and a complete internal inspection was perform in which it was found out that the io needed a resistor rework update and the c102 was blown out. All damaged parts were repaired. The programmer passed the interrogations and all incoming tests.